Manufacturer narrative:
Per the field service rep (fsr) observation, he is not sure how they are latching the sensor with tubing. Maybe with tape as the uas is sticky like from tape residue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the draw latch to the ultrasonic air sensor (uas) was broken off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.